Event description:
The customer claims that the unit has power, but no alarm tone when the pressure is released from the sensor pad, the unit ports were tested using a test strip and new batteries. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - alarm, failure to. (B) (4).